Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history report (DHR) review. A product sample was received for evaluation. Visual and functional testing were performed. Both seals were intact. The pump was in good condition. No apparent contamination. Base hardware failure and battery communication timeout were found in the event history log. The technician performed power up process using biomed diagnostics monitor battery status. Both reported issues were duplicated. The base hardware failure duplicated at power up process and the battery readings are all reading "0". The root cause of the reported issues could not be determined. The technician replaced interconnect board and battery. A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that the base hardware failure and battery communication occurred. No patient injury was reported.